Manufacturer narrative:
Follow up information was received from the customer stating that the endocrinologist is currently adjusting profile settings and that bg level has ranged from 150 mg/dl to 398 mg/dl, due to adjustments. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 422 mg/dl. The customer addressed elevated bg level by delivering a few boluses over an hour period. The customer stated that the carbohydrate ratio had been set high on the pump and as a result, is not getting enough insulin when a bolus is delivered. During a system check with tandem technical support, very tiny air bubbles were noted in the luer lock. The customer performed a fill tubing of 11 units and only a very small bubble remained. A recommendation was made for the customer to consult the healthcare provider regarding bg level.

Manufacturer narrative:
.